Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient also experienced high blood glucose level. Blood glucose level was 1175 mg/dl at the time of the event. Patient first went to emergency room and later was hospitalized. Patient was admitted to intensive care unit. Patient was treated with IV and fluids of saline and insulin. Patient took correction bolus via pump for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.